Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix extended within specification. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. The patient had received a shock. Upon interrogating, no capture, intermittent sensing, and multiple right ventricular non sustained oversensing episodes were noted on the right ventricular lead. The patient received four inappropriate antitachycardia pacing and one inappropriate shock. A chest x-ray showed the lead had dislodged into the right atrium, and the right atrial signals were being picked up as well. Tachycardia therapy and pacing were turned off per the doctor¿s request. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: a4-patient weight was not included in the initial report. The results/method and conclusion codes along with investigation results will be provided in the final report.